Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during dwell four of five. The hp had an unrelated alarm prior to the system error 2367. The technical service representative (tsr) explained the alarm to the hp and assisted the hp in clearing the alarm. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.